Event description:
Customer reports to have high blood glucose of 500 mg/dl, which she attempted to treat with a bolus delivery, and received a no delivery alarm. Customer treated high blood glucose with a manual injection. Customer states she is not wearing sensor due to alarms and not properly trained on its' usage. Customer is requesting a training class or support group for sensor. Customer was not happy with the sensor training class she previously attended, as she states she felt rushed and uncomfortable. Customer was advised that a local representative will be contacted in order to find a support group or class for her. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.